Event description:
Patient reported via regulatory agency "inflammation of the breast." The following patient reported events have been deemed not related to the device: "neck and back pain", "muscle and nerve pain", "sharp pain and itching in the chest", "headache", "chronic exhaustion", "chronic fatigue" "profuse, rapid sweating", "severe rapid freezing", "night sweats", "temperature sensitivity", "brain fog (forgetfulness, difficulty concentrating)", "impaired vision", "dry mucous membranes", "sensitivity to light", "constantly cold limbs", "unclear necrotizing myopathy", and "sensation of pressure in the chest with decreasing oxygen saturation". Affected side is right. The device has been explanted.

Manufacturer narrative:
The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: inflammation of the breast.